Event description:
This is a spontaneous report by a nurse from the (B)(6) of a patient with peritonitis. This patient also passed away. The root cause of the peritonitis was a break in aseptic technique, described as did not wear a mask. On (B)(6)2010, the patient was admitted to the hospital. On (B)(6)2010, the patient developed peritonitis, manifested by pineapple-like drain and was treated with cefuroxime 1.5 grams intravenous (IV). On (B)(6)2010, the patient was switched to continuous intermittent peritoneal dialysis (cipd) due to the pineapple-like drain. On (B)(6)2010, dianeal therapy was discontinued and the patient began hemodialysis due to the peritonitis. The patient was treated with vancomycin 1 gram + 90 cc "plain nss" and gentamycin 4 mg/l "pds". During the hospitalization treatment included hemodialysis, mechanical ventilation, and a naso-gastric tube. On (B)(6)2010, the patient died. The cause of death was unknown. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The product code is unknown and therefore a labeling review could not be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that the 9600 system would not fluoro and there was damage to the interconnect cable. No pt injury was reported.